Event description:
It was reported that an asymptomatic patient presented in clinic for routine check. The right atrial lead exhibited loss of capture and noise. The lead was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.